Event description:
It was reported to phiilips that the heartstart mrx paddle is broken. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the pads were soiled and can't discharge. Based on the information available, the device was evaluated at the customer site by a philips fse who identified the root cause of the reported issue is due to the pads had become dirty. The device is working fine as per manufacturer's specifications after the pads were cleaned. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.